Event description:
It was reported that a piece of the cannula was left in the pedicle of the patient, which was confirmed via x-ray. The procedure was intended to complete both sides; however, the second side wasn't completed. No adverse consequences or medical intervention to prevent permanent impairment were reported.